Manufacturer narrative:
The device was returned deployed. In the download data a rotational sensor issue was noted. The device ran for 52 pulses completing both first and second priming. It could not be determined if the device deployed correctly or if the rational sensor issue contributed to the reported event. During inspection of the commutator cap contamination was found on one of the fingers. The rerun replicated the rational sensor issues noted in the original download data. Despite the malfunction of the rational sensor the first and second prime were completed. It could not conclusively be said that the found contamination contributed towards the reported symptom code.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy during the activation process indicating that there was a needle mechanism failure.